Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code had occurred during a run-in test on the device. The device's printed circuit assembly (pca) board was replaced to address the issue. Additional findings not related to the malfunction/issue were several system error messages found on the device that were logs only messages and required no action. There was no part replace for these system errors that were found on the device.